Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause as follows: from the submitted information, it was found that although the setting change and the test case of the product were performed in the user facility, no error occurred. In addition, the released image was saved in the internal buffer or the portable memory normally. Therefore, it is likely that the temporary operation error occurred in the internal buffer and the peripheral circuits or the event occurred due to damage of a part of the internal buffer data. As stated in the instructions for use, as a preventive measure, "when resetting the internal buffer, all data are deleted. They cannot be restored. Do not turn off the video system center in system reset. This may damage to the internal buffer."

Manufacturer narrative:
The device was not returned to olympus for evaluation and a root cause could not be identified. To resolve the reported problem, olympus technical support provided technical assistance to the end user by phone. Upon changing the peripheral settings, the images were successfully saved to the internal buffer/portable memory with no errors. A conclusive root cause for the reported problem was not identified.

Event description:
A user facility reported that a "buffer error e209" was generated. There was no patient injury or harm, associated with the problem, reported to olympus.